Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the asymptomatic patient presented in the clinic for a routine follow-up, cybersecurity update was attempted. During the cybersecurity upgrade, the wand was removed mid-process, and the device was forced into backup vvi. The patient experienced diaphragmatic stimulation and pacemaker syndrome because of the vvi pacing at high amplitude. The software update was not completed. A device restoration was performed successfully. The patient was not dependent. The patient was stable, and symptoms abated once the device restoration was performed.